Event description:
A neurologist in (B)(6) reported that they had a vns patient with high lead impedance. The patient was recently implanted but no implant date provided. Vns system activation during the patient`s first visit to consultation after surgery was reported successful. Their physician programmed successfully to 0.25 ma. During their next visit, the physician tried to move to 0,50 ma and high impedance over 10.000 ohms was detected. The patient was seen again at the next visit and the same result , high impedance over 10.000 ohms. It cannot be confirmed 100% if the patient had any trauma or manipulation prior to their high impedance being attained. It has not been decided at this time what interventions are planned. X-rays were provided for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin insertion into the generator connector block could not be fully assessed due to the definition of the available images. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used, but no loop was present. One tie-down was used, but not as specified by cyberonics's labeling, as it was used to hold the upper part of the lead body, where no loop was present, holding the strain-relief bend. The bend appears to be shorter than indicated by cyberonics's labeling. Per cyberonics's labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. The lead wires appear intact at the connector pin. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. Based on the present assessment, a cause for the high impedance that was reported could not be found. Thus far, no further information has been attained.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the explanted generator. The device was returned due to high impedance and pin not fully inserted was not duplicated. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. The in-line cavity go gage (44-0003-5200) passed the insertion test. A model 302 and 304 bench lead was inserted completely passed the negative and positive connector blocks and was secured with the returned setscrews. The bench lead disconnected from the generator with no difficulties. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2013, the patient underwent surgery for checking the situation of the vns system. When the chest incision was opened, an interrogation was done, and a high impedance alert message was displayed. The generator was disconnected, and a generator diagnostic was run with the resistor pin connected. The generator diagnostic returned normal results. No system diagnostic appears to have been run during surgery. The generator was replaced. Diagnostics after generator revision were found to be normal. The generator was returned and is pending analysis.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.